Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The speaker assembly was replaced. No report of patient involvement.

Event description:
The hospital reported that, during boot up, it was noted the unit had a speaker failure. There was no report of patient involvement.